Manufacturer narrative:
Per the good faith effort (gfe) response received, the remote service engineer (rse) confirmed that the customer would order a battery from a third-party vendor; however, multiple attempts have been made to try to obtain further information about this case regarding the repair and whether the device has been returned to service, but no response was received. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error continuously sounded when the device was plugged in. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1124 "battery failed" alarm error continuously sounded when the device was plugged in. On (B)(6) 2025, the 1124 "battery failed" alarm error was generated. The device was manufactured in 2016. On (B)(6) 2025, the battery charge level was normal, and there was no alarm. The customer will order the battery for repair. The investigation is ongoing.